Event description:
Per the clinic, the patient received cortisone injections to treat pain around the implant site (date not reported). The device was subsequently explanted on (B)(6) 2010. It is unknown if the patient has been reimplanted with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event. Device unavailable for analysis.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.